Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the reload was tried to fire, it locked up and did not fire. Another reload was used. There was no patient injury.